Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. The additional treatment was due to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that procedure was to treat a mildly tortuous, mildly calcified, 85% stenosed, de novo lesion in the common iliac artery. The 7.0 mm x 59 mm x 80 cm omnilink elite over the wire (otw) balloon expandable stent system was advanced toward the target lesion, however when the stent was being deployed contrast leaked from an unspecified location on the device, and pressure decreased. Although leakage occurred, the stent was able to be deployed at 8 atmospheres for 30 seconds. Negative pressure was held for 2 minutes however, the balloon did not fully deflate. The omnilink elite stent system was able to be removed without resistance. An unspecified armada 35 balloon dilatation catheter was used to further dilate and fully appose the omnilink elite stent to the vessel was. There was no adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.